Event description:
Philips received a complaint on the v60 ventilator indicating that there was an over voltage protection (ovp) circuit failure. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. Upon reviewing the error log of the v60 device, it was found that there was an ovp circuit failure which was also causing a spi bus failure to occur. On (B)(6) 2024, the power management (pm) printed circuit board assembly (pcba) was replaced to resolve the ovp and spi bus issues. The device passed all the testing required for a performance verification test and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.